Event description:
The customer reports "pic leaking"

Manufacturer narrative:
A sample has been returned to tyco/kendall healthcare for evaluation. An investigation is currently underway upon completion the results will be forwarded.